Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were still in pain and didn't know if they could take a shower or not. Patient stated that they had worse pain on the day of the procedure because they could hardly sit at all. Patient also stated that sometimes they didn't even touch the device with their hand but when they go for instance trying to get into car seats in the car or if they happened a setback too far on the chair or try not to lay on it or lay on the other side, it was like a real sharp pain and they could feel it. Patient mentioned they had some bruising and swelling. Patient mentioned that they did have a bandage changed two times because of the bleeding and they think the device jostled around a little bit in there because they have some pain in their whole lower back. They already saw their family doctor this week, and they checked the incision and told them that was going well. The patient was redirected to their healthcare provider to further address the issue. Patient reported pain at incision site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.